Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the cause of pump reset was that the pump probably reached end of life. A pump replacement was scheduled on (B)(6)2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (199.84 mcg/day, 500 mcg/ml), bupivacaine (15.987 mg/day, 40 mg/ml) and dilaudid (7.993 mg/day, 20 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient heard pump alarm on (B)(6) 2018. The patient tried to get a bolus on the personal therapy manager (ptm) and got the 8474 error code. The patient was hearing a multi tone alarm and was not able to get a bolus. It was confirmed that she did not have an MRI and was not around strong magnets. The patient noticed that she was not feeling good starting (B)(6) 2018 but she was sitting in the sun. The patient had an appointment on (B)(6) 2018 for a refill. No further complication was reported.